Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as rash under the back te pads. It developed with the rising temperatures. The area is itchy with heat spots. There was no alleged device malfunction contributing to the irritation. The patient¿s pharmacy recommended a medigel® wund- und heilgel cream for the skin irritation. Follow up indicated that the skin irritation improved.